Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implantation utilizing a flexnav delivery system. Aortic angle was 45 degrees. Sufficient calcium was present. Pre-dilation was performed with a osypka vacs 3 ¿ 18mm balloon. Minimum diameter of the annulus was 17.3mm. The valve was advanced to the annulus and placed at an optimal depth on the non-coronary cusp (ncc). The valve was released at 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Immediately after deployment, the valve migrated upwards. The valve was also so under expanded that the flexnav nose cone could not be pulled through the valve so dilatation was performed with the same 18mm balloon used for pre-dilatation. Under expansion was thought to be due to the navitor being too large for the annulus and left ventricular outflow tract. After the dilatation, patient became hypotensive thought to be due to coronary obstruction and cardiopulmonary resuscitation (CPR) began. In parallel, the navitor was snared above the sino-tubular junction, un-obstructing the coronaries. A replacement 25mm navitor vision valve was then implanted with a replacement small flexnav valve in valve successfully without issue. The patient was reported to be stable. Post procedure, an in-depth examination of the imaging was performed and it seemed deployment was done in high position on the lcc. What first seemed as good deployment height on lcc was calcium mistakenly observed as the lcc nadir. This, combined with left sinus only partially filled with contrast made the implant team believe the valve was in a good final position.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of migration, valve underexpansion, obstruction, and hypotension was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott senior design/product development engineer. Based on all available information, a cause for the reported the reported migration and valve underexpansion appear to be related to procedural conditions (valve sizing and calcification caused difficulty during positioning analysis). The reported obstruction and hypotension are cascading events of the migration. The reported unexpected medical interventions and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implantation utilizing a flexnav delivery system. Aortic angle was 45 degrees. Sufficient calcium was present. Pre dilation was performed with a osypka vacs 3 ¿ 18mm balloon. Minimum diameter of the annulus was 17.3mm. The valve was advanced to the annulus and placed at an optimal depth on the non-coronary cusp (ncc).the valve was released at 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Immediately after deployment, the valve migrated upwards. The valve was also so under expanded that the flexnav nose cone could not be pulled through the valve so dilatation was performed with the same 18mm balloon used for pre-dilatation. Under expansion was thought to be due to the navitor being too large for the annulus and left ventricular outflow tract. After the dilatation, patient became hypotensive thought to be due to coronary obstruction and cardiopulmonary resuscitation (CPR) began. In parallel, the navitor was snared above the sino-tubular junction, un-obstructing the coronaries. A replacement 25mm navitor vision valve was then implanted with a replacement small flexnav valve in valve successfully without issue. The patient was reported to be stable. Post procedure, an in-depth examination of the imaging was performed and it seemed deployment was done in high position on the lcc. What first seemed as good deployment height on lcc was calcium mistakenly observed as the lcc nadir. This, combined with left sinus only partially filled with contrast made the implant team believe the valve was in a good final position.